Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined there were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient's contact contacted fresenius technical support to report a blank screen on the liberty cycler in unknown step or phase. After pressing ok, and stop the touch screen remained blank. There were any sounds when pressing this buttons, and after rebooting the cycler it was still the same. Therefore, the fresenius technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. Upon follow up, it was confirmed that the patient completed treatment on the cycler the day of the reported event, but stated that it was manually until the cycler replacement arrived. The liberty cycler replacement has been sent to the patient, and confirmed that the patient receive it on 09/17/2024 as scheduled, and stated that she has been able to use it and has completed every treatment with no further issues, and the caregiver also mentioned that the older cycler had been picked up on the scheduled day. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.